Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The reported problem (patient treatment) was investigated. Upon evaluation the monitor passed incoming functionality testing. A review of download data indicates that the monitor reset after delivering a pulse in the field. The root cause for the reset was isolated to noise originating from the defibrillator pca high-voltage capacitors and propagating on the main battery wire on the monitor c/a board. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 10/20/2015, electrode belt - (B)(4) - 011/25/2014.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that the patient was sleeping in a hospital when they felt a shock. Review of the patient's downloaded flag files indicate that the lifevest delivered a treatment shock to the patient and then immediately reset. The patient's rhythm prior to the reset was sinus tachycardia at 140 bpm. Due to the reset, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were pressed after the treatment delivery. The response buttons functioned appropriately. The response buttons functioned appropriately. The patient stayed in the hospital for further medical attention and continues to wear the lifevest. As the appropriateness of the treatment is unknown, reporting this event out of an abundance of caution.